Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The proximal set up joint (psuj) was analyzed and found to in system logs, error 32101 was found indicating a high-side switch error on the suj proximal axes controller setup (acu) +48v pointing to the motor thus confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto an in-house system where it triggered the same error thus replicating the event. The unit was then installed onto a patient side cart fixture test platform (pftp) where it failed to release both brakes and had the error in the log. The complaint regarding an unresolvable error was confirmed by failure analysis. The probable root cause is attributed to the suj proximal axes controller setup (acu).

Manufacturer narrative:
An intuitive surgical inc., (isi) field service engineer (fse) was dispatched to the site to further investigate the reported event. Fse inspected the system and error 32101 was observed on the horizontal and vertical axes of universal surgical manipulator (usm2). Fse replaced the proximal set-up joint (psuj) on patient side cart (psc) to resolve the reported issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the psuj; however, failure analysis investigations are under progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci assisted surgical procedure, the universal surgical manipulator (usm) on patient side cart (psc) was faulting with an error 32101 that could not be resolved by pressing the recover button. An intuitive surgical inc., (isi) technical support engineer (tse) advised the customer to perform a hard power cycle of the psc but it did not resolve the issue. Tse verified the error 32101 on proximal set0up joint (psuj) and advised the customer if they can disable the usm2. Customer was deciding on further steps. There were no reports of patient injury.

Manufacturer narrative:
Intuitive surgical inc., (isi) followed-up with the initial reporter and obtained the following additional information : the procedure was completed robotically. The patient information was not provided.

Event description:
Refer to h11 for follow-up information.